Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2023 and suture was used for uterine tissue sewing in a continuous suturing manner (the specific sewing tissue level was unknown). The preoperative device examination showed no abnormality. During sewing, the needle was bent and deformed, and the needle tip broke (the broken length was about 1 mm). The surgeon immediately gave the patient intraoperative x-ray examination to assist in looking for the broken needle tip. The x-ray showed no foreign body was left. The broken needle tip was not found in the patient's body. The surgeon then replaced a new suture (the specific product information was unknown) to continue the sewing. The subsequent surgical operation was smooth, and the broken needle tip was finally not found. There was no harm to the patient and no subsequent adverse event report was received. No further information was provided.